Event description:
It was reported that the distal part of the subject stent did not open correctly. Therefore, the subject stent was opened with a balloon and procedure completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the distal part of the subject stent did not open correctly. Therefore, the subject stent was opened with a balloon and procedure completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated d4 gtin: updated h4 manufacturing date: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The patient's anatomy was reported to be severely tortuous which may have contributed to the reported event, but this cannot be definitively confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported issue ¿stent failed/unable to open¿.